Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer ultimately replaced the ui pcba to lcd cable, ui pcba, nec lcd cable, and lcd assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Additionally, the defective parts (ui pcba to lcd cable, ui pcba, and lcd assembly) will not be returned for further investigation as they were trashed.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dark even at the brightest setting. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the screen was dark even at the brightest setting. The customer placed an order for the replacement user interface (ui) printed circuit board assembly (pcba) to liquid crystal display (lcd) cable, second-generation ui pcba, second-generation nec lcd cable, and second-generation lcd assembly for repair. Investigation is ongoing.